Event description:
It was reported that when using the bd pyxis¿ es server, patients are not crossing over. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that patients were not crossing over. A technical support specialist observed errors indicating a dequeue error and connection timeout. Verified that the relevant knowledge article had already been applied. Stopped all services on the application server and restarted the sql server service on the database. Following the restart, message processing resumed successfully. Communicated the resolution and nature of the issue to the customer. The tss proceed to close the case as the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patients are not crossing over. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.